Event description:
The patient presented to the dialysis center in his usual state of health. His initial vital signs revealed an irregular pulse with a rate of 104 beats per minute (bpm). Following an uneventful hemodialysis treatment, the patient's heart rate remained irregular, but had risen to 125 bmp. The patient reported he did not feel well. The nurse recommended he be evaluated in the emergency department but the patient refused and he called a cab for transportation home. While waiting for his ride, the nurse noticed the patient looking worse, by the time the nurse reached the patient, he was unresponsive and had no pulse. 911 were called and an automatic external defibrillation (AED) was applied. The AED delivered several shocks. The ambulance arrived within minutes and initiated advance cardiac life support protocol. By the time the patient was being transported from the dialysis center, he had a cardiac rhythm and pulse. Assisted ventilations were being provided with a bag-valve-mask. Upon arrival to the hospital, the patient was intubated and mechanical ventilated. The facility director stated that there were no problems with the phoenix machine or any other issues during treatment. She stated she had no reason to believe that any equipment or products caused or contributed to this event.

Manufacturer narrative:
The blood tubing set involved in this incident was discarded by the facility and the lot number was not provided by facility director. Gambro identified the lot number of the cartridge blood tubing sets shipped to this customer prior to this event as lot 06r158210. This lot was visually inspected, and functional and dimensional testing performed with no failures detected. Gambro does not regard the submittal of this report as an admission of causation or liability.